Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remained in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced in b5 and d11 are being filed under separate medwatch reports.na

Event description:
This is being filed to report post procedure, a new clip caused the implanted clip to have a single device attachment, requiring mitral valve replacement. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 4. Three clips (cds0601-xtr, 90329u120, cds0601-xtr, 90329u125, cds0601-xtr, 90321u151) were implanted reducing mr to 2. On (B)(6) 2019, during outpatient evaluation the patient complaint of increase shortness of breath and fatigue. A control echocardiogram was performed, which found that the middle clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and increased mr of 4. On (B)(6) 2019, second procedure performed to treat slda and increased mr of 4. The clip delivery system (cds) was advanced to the mitral valve and placed, but the clip was unable to reduce mr satisfactory. Multiple attempts to were made re-positioning the clip to reduce mr but was unsuccessful. It was decided to remove the clip and while removing the clip, the clip interacted with one of the implanted clips and caused an slda. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. Therefore, the cds was removed with mr remaining at 4. The patient was sent for mitral valve replacement the same day. The next day, (B)(6) 2019, the patient died due to heart failure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and complaint history could not be performed as the lot information regarding the complaint device was not provided. All available information was investigated, and the reported device damaged by another device (dislodged) appears to be due to user technique/procedural circumstances (e.g. Unintentional curve/ excessive torquing). However, the reported single leaflet device attachment (slda) appears to be due to procedural circumstances as the clip delivery system (cds) from the second mitraclip procedure interacted with the initially implanted clip. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.